Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6).

Event description:
Safety disk out of box failure safety disk leak test failure. Discovered during pm. Fsm_relate device or procedure delay ---c, fsm_describe incident__c, fsm_issue discovered__c, asked but unknown. Fsm_medical followup__c, fsm_patient user injury__c, no indication of actual or potential harm or death (you are not made. Aware of any information related to harm of patient or user, or a clearly hazardous condition) fsm_patient involved__c, cardiosave hybrid type b plug, technicians remarks: /wd: (B)(6) 2018 /CT: getinge premium service plan /so1d (B)(6) 2025 /so2d (B)(6) 2025 /so3d (B)(6) 2024. Capr: zsr(m) - equipment repair. Carc: safety disk due for replacement during pm. Safety disk out of box failure. Sn (B)(6) failed the leak test. 2nd safety disk carc:sn (B)(6) installed and now passing the leak test. Fcgr:cpl-ca. -- fcod: lkt - leak, pneu related. -- /so1d (B)(6) 2025.

Manufacturer narrative:
Due to character limit in e1. Full initial reporter name: (B)(4). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d5, e1, e2, e3, h6(problem code). A getinge field service engineer (fse) evaluated the unit. The fse reported that the safety disk was due for replacement and a new one was installed but failed. A second safety disk was installed and passed. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of a safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails the leak test with a leak differential pressure of -84mmhg. Membrane leak differential pressure at 10mmhg. Probable cause may be wear and tear or component reliability of the membrane. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.